Event description:
It was reported the pt presented to the ER with symptoms of dizziness and blurred vision. The pt had been experiencing a return of some of the parkinson's symptoms so he turned his stimulation system up. The hcp was suspicious that the increased stimulation could have caused the symptoms. It was unk at the time of this report how high the stimulation was turned up (amplitude). The device may not have had an upper limit programmed. The device settings were being investigated. The pt was admitted to the hospital for observation but was in fair condition. The symptoms subsided when the stimulation was decreased with the pt programmer. The ER also performed a CT scan which was negative for signs of a stroke. The increased amplitude of the stimulation was suspected to be the catalyst for the symptoms but other medical conditions were bing ruled out. Additional information has been requested but was not available on the date of this report.